Event description:
The customer reported that the system displayed a low milliampere warning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The tube was checked for discharges. The system was calibrated and functional tests were performed. The system was tested and found to be working as intended and put back into service.